Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the distal body broken, the lg connector broken, the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the angle wire play, the ccd signal wire corroded, the control body corroded, the root brace rubber (lg control body) cut, the nozzle gluing dirty, the objective lens dirty, the lcb distal cover glass dirty, the segment worn out, and the ccd module with drive pcb defective; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.